Event description:
It was reported that the communicator showed a flashing red call doctor icon (rcd) and was not connecting. A boston scientific company representative performed troubleshooting with the communicator connection, but the issue was not resolved. Referring to clinic due to rcd. The patient also reported an unusual thumping sensation in the chest that was not experienced before. This cardiac resynchronization therapy pacemaker (crt-p) remains in service. No adverse patient effects were reported.

Event description:
It was reported that the communicator showed a flashing red call doctor icon (rcd) and was not connecting. A boston scientific company representative performed troubleshooting with the communicator connection, but the issue was not resolved. Referring to clinic due to rcd. The patient also reported an unusual thumping sensation in the chest that was not experienced before. This cardiac resynchronization therapy pacemaker (crt-p) remains in service. No adverse patient effects were reported. Additional information was received, and the crt-p has been explanted and successfully replaced. No additional adverse patient effects were reported.